Manufacturer narrative:
Spacelabs field service engineer replaced the sdlc backplane pcba. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 a bedside monitor screen went black during the patient use. Clinician moved patient to a different room. No injury was reported as a result of this event.